Event description:
It was reported that the implantable pacing lead (ipl) detached and migrated as far as below the superior vena cava (svc). The ipl was coiled inside the pacemaker pocket due to the reel phenomenon. However, the suture for securing the implantable pulse generator (ipg) was firmly fixed, and no evidence of ipg rotation was observed. As a result, the patient was hospitalized and evidence of bleeding was observed in the ipg implantation pocket. Because infection was also suspected due to the advanced age of the patient, both the ipg and the ipl were removed, and a system replacement was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.